Manufacturer narrative:
The head section of the unit was difficult to adjust due to out of adjustment linkages. The head section could still lock in place and hold weight. No adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported via repair work order that the head rest would not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head rest would not lock in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.